Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down automatically. Upon functional testing, fse measured the fuse of mpdu and found that the fuse f11 was defective. The fse replaced the fuse. Later on, jan 28th 2023, in this pr# (B)(4) the reported issue is reoccurred fse replaced the mpdu control unit and sib box unit, but problem still exists. The fse again checked the cable connection of r cabinet found that power distribution bar was burned. The fse replaced the power distribution bar. After replacement of the power distribution bar, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was shutdown automatically. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site.it was identified that mpd control unit was failing. Philips has started an investigation of this complaint.